Manufacturer narrative:
The implant was returned. There was evidence of a fractured screw inside the implant. The remaining portion of the fractured screw was not returned. There was significant damage to the exterior of the implant, likely due to the removal process. Lot information for the screw was not provided and therefore the device history record review was unable to be completed. The device history record review of the implant did not identify any manufacturing deviations which would result in or contribute to the complaint. A definitive root cause could not be determined. Device discarded.

Event description:
The dentist reported a fractured screw and could not be removed from the implant, requiring removal of the integrated implant.